Event description:
It was reported that a homechoice device experienced an alarm that signified air in the line/set. The alarm occurred during the set-up; the patient was not connected. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.